Event description:
Hcp reported pt experienced a jolt after going through a security gate. Difficulty programming stimulator after event. No pt injury noted. Stimulator was investigated with x-ray. Hcp reported device settings were 6.35 amp, continuous mode. Pt will require revision of spinal cord stimulator. No report of device explantation.